Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. Both cylinders were microscopically inspected and tested for leaks. Wear at the fold areas was observed in both the proximal and distal portions of each cylinder. Additionally, holes in the outer and inner tubes, as well as broken fabric threads, were noted at the proximal ends, resulting in leakage in that same area. The pump was microscopically inspected, leak and functionally tested. No damage or abnormalities were noted during microscopic evaluation, and no leaks were identified; however, the component did not pass the activation test during the functional examination. The reservoir was microscopically inspected and tested for leaks. A hole along with a leak were identified, consistent with sharp instrument damage. Based on the information available and analysis results, the leaks identified in both cylinders and the pump not passing functional evaluation could have caused or contributed to the device being removed. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this inflatable penile prosthesis (ipp) returned without any performance allegation information. Upon analysis, multiple findings were noted across the device components.